Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of motor error and high blood glucose with customer's insulin pump. The customer's blood glucose level at the time of incident was 500 mg/dl. The customer states they would be treating with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.